Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet bionic pancreas displayed alert 32 indicating a delivery motor communication error while the device battery was fully charged, and a replacement device was provided with education on return procedures. Symptoms included none reported and blood glucose remained in range during the event. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device performance history, user follow-up, and retrieval of the original device for analysis. Investigation of this case revealed an intermittent motor processor communication malfunction consistent with a delivery motor communications error; the user later resumed the replacement device without glycemic impact. It was concluded that the cause was an intermittent device malfunction related to the delivery motor communication pathway.